Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 12.355mg/day which was decreased to 5mg/day on (B)(6) 2016 via an implantable pump. The indication for use was postlaminectomy pain. The healthcare provider's staff member reported that they had trouble filling the patient¿s pump last week and could only dispense 13ml. The pump was replaced and the issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. As of (B)(6) 2016, the cause of the trouble filling the patient¿s pump and having only been able to dispense 13 ml remained unknown. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had no symptoms related to the trouble filling the pump. No troubleshooting was done aside from replacing the pump. The cause for the trouble filling was unknown.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver hydromorphone (15 mg/ml at 0.093 mg/day). Analysis of the pump found gear train anomalies of stall due to shaft bearing and corrosion, wear, or lubrication. Analysis also found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.